Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons got stuck from time to time. The customer's blood glucose was unknown. The customer stated that the top of reservoir compartment missing and cracked, there was scratches on the screen, screen hard to read in the sunlight, changing batteries very frequently and has issues restarting after change and there was discoloration on the bottom of the insulin pump where the battery was. The customer declined the troubleshooting. The insulin pump will not be returned for analysis.